Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold rotary sx 19mm file broke during use. Broken part remains in the root canal and patient was referred to specialist. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
Additional information: adding UDI # (B)(4). This is a follow up report to report this information. Investigation results: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Product not received at investigation site. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Case can be reopened if product is received.